Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service..

Event description:
The hospital reported the unit would not switch to mechanical ventilation when requested during a case. There was no report of patient injury.